Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found that dispense testing exceeded laboratory specifications. Analysis of the implantable intrathecal catheter (s/n (B)(4)) found damage to the transition tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-jun-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 1.390 mg/day) and bupivacaine (30 mg/ml at 4.170 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that during a normal and expected pump replacement due to pending end of service (eos), the hcp was unable to aspirate from the catheter. He noticed that the catheter had been frayed near the pump connector. Also, when cleaning tissue off of the catheter, the catheter snapped away. The catheter was cut past the collet to where the hcp felt the catheter looked viable and repaired the removed piece with a new catheter segment. The issue was considered resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. No patient symptoms were reported. The patient's weight was unknown. No further complications were reported.